Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited high capture threshold and low sensing. The lead was capped and replaced with no adverse event. The patient was stable post operation and would continue to be monitored.